Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the exposure pedal of the wireless footswitch intermittently failed to initiate x-ray during a planned coronary procedure, the fluoroscopy pedal worked as expected. The procedure was completed using the wired footswitch. A philips service engineer inspected the wireless footswitch onsite checked but did not identify the cause of the exposure failure. The service engineer replaced the wireless footswitch and base station. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.